Event description:
A 2.5 mm x 20 mm sprinter over the wire angioplasty balloon was used to expand an unk lesion. The leison morphology was reported to be moderately calcified with unk amount of tortuosity. It was reported that the balloon was advanced to the intended lesion site. It was reported upon the first inflation of the balloon, the balloon ruptured at a pressure around 10 atmospheres. The rupture of the balloon may have been due to the moderate calcification in the lesion. The balloon was removed from the patient as one unit. The case was completed with placement of a stent and post angioplasty of the stent. The patient is fine. The user facility discarded the device. No additional sequelae were reported and the patient is reported to be fine.